Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000, the darker grey plastic jaw that separated at the hinge point fell in the patient and they had to retrieve it from the leg. They were able to retrieve it endoscopically. No damage done to patient or vein, all parts accounted for and replacement hemopro opened to field.

Manufacturer narrative:
(B)(4). Corrected section: h6- corrected "patient codes". The device was returned to the factory for evaluation on 01/06/2021. An investigation was conducted on 02/12/2021. A visual inspection was conducted. Signs of clinical use, evidence of blood and charred tissue was observed on the heater wire. The gray silicone insulation on the cold jaw was observed to be peeled away from the middle of the cold jaw to the tip of the cold jaw, exposing the metal portion of the cold jaw. The peeled away silicone insulation was not returned for evaluation. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed. The lot # 25150454 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Correct b5 to reflect the corrected information. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000, the darker grey plastic jaw that separated at the hinge point fell in the patient and they had to retrieve it from the leg. They were able to retrieve it endoscopically. No damage done to patient or vein, all parts accounted for and replacement hemopro opened to field.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000, the darker grey plastic jaw that separated at the hinge point fell in the patient and they had to retrieve it from the leg. They were able to retrieve it endoscopically (the broken piece was retrieved by the device itself by the pa). On this incident the vein graft was burnt. There were no exposed wires and the silicone sheath was not compromised. ."no damage done to patient, all parts accounted for and replacement hemopro opened to field.